Event description:
A letter from (B)(6) solicitor was sent to stryker (B)(4) in which the solicitors are reporting of a potential claim for damages for personal injuries and other loss suffered by their client where it was reported that their client underwent a revision on (B)(6) 2005 where an exeter v40 femoral stem and a v40 alumina head were fitted. It was also added that: "our client instructs us that subsequently, our client underwent further routine monitoring whereupon it became clear that the femoral head had suffered failure. Our client then underwent complex revision on (B)(6) 2009."

Manufacturer narrative:
The device is not available for evaluation. If additional information is provided, the evaluation results will be submitted in a supplemental report.